Manufacturer narrative:
(B)(4). Patient age, date of event.

Event description:
It was reported that implant (tmtb11) was removed due to implant fracture at tooth location 12. Infection, bone loss and pain were also reported.

Manufacturer narrative:
One (1) imp tm 3.7mm mtx full,11.5mm (tmtb11) was returned for investigation. Visual evaluation of the as returned product identified the device fractured at the collar. Tissue/bone was seen around the implant threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 12 (universal) and was used for approximately 6 years 2 months. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (62646846). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (62646846) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture, infection, pain) or product (tmtb11). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.